Manufacturer narrative:
Manufacturer's investigation conclusion: the event of loss of external power alarm was confirmed through the submitted log file. The customer submitted heartmate 3 left ventricular assist system (lvas) log files for review noting a loss of external power event while connected to the mobile power unit (mpu). Technical services reviewed the log file and replied to the customer. A loss of external power event while using the mpu was confirmed. The event log file contained approximately 5 days of patient event data. There was a loss of external power event that occurred with the patient using the mpu. The event was 35 seconds in duration. The controller operated on backup battery power during the event. The mpu was the power source before and after the event. The battery capacity (rsoc) indicators and cable voltages correspond to a brief loss of mpu output. Multiple requests for additional event information were sent to the customer. The customer did not report additional event information. It is not known if there were environmental issues associated with the loss of external power event. No product was to be returned for evaluation. Although the loss of external power event was confirmed in the log file, the specific reason for the loss of mpu output was unable to be determined in this investigation. The mobile power unit (mpu) assembly was made in may 2021. The unit was packaged and placed into stock on jun 16, 2021. The unit was sent to the customer on jul 12, 2021. Per the packaged assembly the unit was sent to the customer with a locking ac power cord for the mpu. The unit had no previous services. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook (p. 207 - ¿alarms and troubleshooting¿; p.219 ¿no external power alarm¿) and the heartmate 3 lvas IFU ¿alarms and troubleshooting¿ and ¿no external power alarm¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a no external power alarm. A review of the log files by technical services found a series of no external power events on (B)(6) 2021 that was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. There were also a few low power advisories that were due to normal battery depletion. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.